Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultramini meter's display was damaged with black marks and was unable to view the display. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began approximately three weeks prior to contacting lfs for assistance. He reportedly tests his blood 8x per day and manages his diabetes with an unknown fast- acting form of insulin based on a fixed regimen 3x daily; 18u in the morning, 10u at lunch at 22u in the evening and a slow-acting form 2x per day; 52u in the morning and at night. He claimed approximately 1 week after the alleged issue began; he was experiencing symptoms of "shaking and felt hypo" at an unknown time in the evening. He stated he continued with his usual doses on medications and stated he may have taken too much insulin (22 units). No treatment was administered in response to the symptoms and he stated his symptoms subsided after 10 minutes. The patient stated that he is also being treated for heart-related and blood pressure related conditions. The patient obtained a back up meter after this incident and had been testing with the back up until receiving a replacement from lfs. At the time of troubleshooting, it was noted that the subject device was not being used for the first time. The subject meter was involved with trauma/misuse. A replacement meter was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.